Event description:
It was reported patient underwent an initial total hip arthroplasty in the late 1990's receiving unknown products. On, (B)(6) 2005, patient underwent a revision due to poly wear receiving biomet product. Subsequently, patient was revised on (B)(6) 201,1 due to aseptic loosening of the acetabular cup. The operative notes confirm that the acetabular cup, modular head and taper adapter were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, "loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity."